Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 18 mmol/l (330 mg/dl) and 19.4 mmol/l (350 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient noted the adhesive was loose and upon removal the cannula was bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.